Event description:
The customer reported that the 9800 system emergency stop would intermittently go off on its own. Also there mixed up saved images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps2 power supply, power cord, interconnect cable, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.